Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported redness under mass that started a "couple months" ago. She and her home care nurse thought she had a burn from applying a warm pack over wafer after applying it. She heated a pack of bathing cloths in the microwave for 15 seconds and then held it on the wafer. She was also cleaning with a wound cleanser called vashe. Her nurse told her to stop using that because it could be causing the redness. She also saw her doctor who said it could be a fungus and prescribed 2 oral antifungal pills but the redness was still present. She denied any leakage to the area. The end user described the red area as an indentation in her skin where the ring went. She used the wafer with an eakin seal. She also wore an ostomy belt. She denied hernia/bulge under stoma. Currently, the end user did not have to mold opening on wafer. No photo is available at this time.